Event description:
During evaluation of a returned minicap transfer set, a damaged dark blue connector was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and (B)(4) microscope with the issue of damaged dark blue connector noted. Functional tests were performed such as leak testing, clear passage testing, clamp function testing, integrity of seal surface testing, and torque testing with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.